Event description:
It was reported that the rv (right ventricular) lead was explanted due to high impedance and an apparent lead fracture. Further information received from the patient's wife indicates that he received shocks and needed a new lead. During the replacement procedure, the new device had high rv lead impedance readings. It was not implanted. It was returned and subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Preliminary analysis confirmed the reported high rv (right ventricular) impedance readings and also detected an irregular rv output. Additional testing determined there was damage to a transistor in an integrated circuit. The damage to the transistor was determined to be gate oxide damage, which caused distortion of the rv output waveform and the erroneous rv impedance measurements.